Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, micl13.2. -7.5 diopter, implantable collamer lens on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to length and a shorter length lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens returned in a lens vial in liquid in a biohazard bag. Visual inspecction found no visible damage to lens. (B)(4).

Manufacturer narrative:
Additional information was received. The reporter stated that the replacement lens was not exchanged within the same surgery as removal of initial lens. It was reported that the exchange lens resolved the problem . Eye is doing well, vault is acceptable and patient is stabilizing well. Claim# (B)(4).